Event description:
It was reported by the aci clinical specialist that a male patient with a history of hypertension underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained via a 6f terumo sheath at the right common femoral artery. A pre-procedural femoral angiogram revealed no presence of calcium or peripheral vascular disease (pvd) in the vicinity of the access site. The angiogram revealed the stick location to be at the femoral head. The patient was anticoagulated with angiomax peri-procedure. Post procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. There was no information provided regarding the steps performed in the deployment of the mynx. It was reported that post procedure, an acute hematoma (<6cm) developed at the access site. A femostop was applied which resolved the hematoma. The patient was transferred to the post procedure area. Later in the day, the patient was returned to the cath lab due to an acute myocardial infarction (mi). The physician performed another intervention procedure accessing the left leg. It was reported that there was a significant amount of bleeding due to the patient having been given anticoagulants (unknown brand). Reportedly, another hematoma, described only as "big," began to develop at the access site. It is unknown if or how the hematoma was treated. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.